Event description:
During pretest, ice froze up the shaft.

Manufacturer narrative:
Per information received from the initial reporter, occurred during pre-testing cycle, no patient contact or injury. Product received and evaluated. Investigation confirmed frosting on the probe shaft due to a vacuum sleeve failure.